Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an error code 1007 and 1004. The patient is unstable and hospitalized; the device will be replaced once the patient becomes stable. The device remains in service. No adverse patient effects were reported. Additional information obtained, patient has had multiple therapy episodes, there's no gradual raise in impedance. Ventricular fibrillation (vf) undersensing was noted as well as low amplitude.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded an error code 1007 and 1004. The patient is unstable in the implantable cardioverter defibrillator (ICD) and the device will be replaced once the patient becomes stable. The device remains in service. No adverse patient effects were reported.